Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross 6hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the physician was using intravascular ultrasound (ivus) when the imaging and recording suddenly stopped. Upon investigation, he noticed that the device had become stuck on the non-boston scientific (non-bsc) wire. Unable to retract the ivus catheter, he planned to remove both the wire and catheter together. However, after manipulating the catheter and wire, he was able to separate them and "break free" from each other. The ivus catheter was then removed, and the physician continued using the same non-bsc wire. The procedure was completed using an alternate device without any issues on the original wire. There were no patient complications reported.

Manufacturer narrative:
G4: premarket / 510(k) # k173820, k213593. The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and drive cable were twisted. The guidewire exit port and the distal section of the tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, located 130-140 cm from the distal housing. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. Additionally, the telescope could neither fully retract nor fully advance due to the twists found.

Manufacturer narrative:
G4: premarket / 510(k) # k213593.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross 6hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the physician was using intravascular ultrasound (ivus) when the imaging and recording suddenly stopped. Upon investigation, he noticed that the device had become stuck on the non-boston scientific (non-bsc) wire. Unable to retract the ivus catheter, he planned to remove both the wire and catheter together. However, after manipulating the catheter and wire, he was able to separate them and "break free" from each other. The ivus catheter was then removed, and the physician continued using the same non-bsc wire. The procedure was completed using an alternate device without any issues on the original wire. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery. The opticross 6hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the physician was using intravascular ultrasound (ivus) when the imaging and recording suddenly stopped. Upon investigation, he noticed that the device had become stuck on the non-boston scientific (non-bsc) wire. Unable to retract the ivus catheter, he planned to remove both the wire and catheter together. However, after manipulating the catheter and wire, he was able to separate them and "break free" from each other. The ivus catheter was then removed, and the physician continued using the same non-bsc wire. The procedure was completed using an alternate device without any issues on the original wire. There were no patient complications reported. It was further reported that the physician described it as a tight lesion, and that imaging was performed prior to recording.

Manufacturer narrative:
H6: evaluation conclusion codes: corrected. G4: premarket/510(k) # k173820, k213593. The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and drive cable were twisted. The guidewire exit port and the distal section of the tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter, located 130-140 cm from the distal housing. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. Additionally, the telescope could neither fully retract nor fully advance due to the twists found.